Event description:
It is reported that the pt's right femoral head was removed and replaced with a biolox delta option femoral head for an unk reason.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays are returned, so component sizing and placement is unk. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unk. With the info provided, an exact cause of failure cannot be determined. Evaluation: manufacturing records of the femoral head were reviewed and found conforming to specifications at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.